Manufacturer narrative:
Qn# (B)(4). The customer provided two photographs for evaluation however, these two photographs of one individual needle kit are associated with report 3011137372-2023-00008 its investigation findings of that complaint. Since no additional photographs were received for the second device that led to this complaint, this complaint cannot be confirmed as there is no objective evidence of the reported defect. For products manufactured by a third-party supplier, a review of the certificate of compliance is considered equivalent and can be performed in lieu of a device history review. A review of the certificate of compliance was performed with no findings available. The complaint cannot be confirmed as there is no objective evidence of the reported defect. No corrective/preventative actions will be assigned. The root cause is undetermined at this time. Teleflex will continue to monitor and trend on complaints of this nature.(associated report 3011137372-2023-00008).

Event description:
Reported issue: today we noticed that some of the io needles have lost their protective cap in the original package. We were able to recap them in the package, but it is dangerous.